Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead has exhibited chronic high threshold measurements for over six years for an unknown reason. A revision procedure was perfomed due to continued high threshold measurements where the rv lead was surgically abandoned. No additiional adverse patient effects were reported.